Event description:
Taste disturbance reported after . On (B)(6) 2012 - initial implant. On (B)(6) 2012 - activation - patient reported taste disturbance at activation. This is common due to the severing of the chorda tympani during implant surgery. Patients are informed that this is a likely event. On (B)(6) 2012 - analysis - patient was experiencing some intermittency in device performance. System analysis was performed and confirmed that function is below expectations. Further analysis is needed. On (B)(6) 2012 - fitting - pe tube is placed in tm. Patient still experiencing intermittency and hearing some "rushing" sounds in implanted ear. No mention of taste disturbance. On (B)(6) 2012 - fitting - patient still experiencing intermittency. No mention of taste disturbances. On (B)(6) 2012 - revision - driver lead had failed. System was explanted and replaced. See MDR 3004007782-2013-00008 regarding this issue. On (B)(6) 2013 - fitting - patient experiencing taste disturbances more than 1 year post implant. However, patent had revision surgery on (B)(6) 2012 (2 months prior) and it is likely that the chorda tympani was disturbed during this procedure. On (B)(6) 2013 - fitting - patient has indicated that taste disturbance is subsiding.